Manufacturer narrative:
Corrected data. This is to correct the initial submission section e1, first name, was entered as (B)(6) but should have been (B)(6) and the middle name was left blank but should have been (B)(6). Additionally, section g3, date received by manufacturer was entered as jun 9, 2023 but the correct date is jun 8, 2023. The fields below are updated. Section e1 first name: (B)(6). Section e1 middle name: (B)(6). Section g3 date received by manufacturer: jun 8, 2023 additional information. Device evaluation: the complaint handpiece was received. Visual inspection under magnification revealed that the complaint handpiece was received with the lens module assembly separated from the main body of the handpiece by the customer. The plunger rod was inspected and, no issues that could cause or contribute to the complaint issue could be identified. Inspection of the lens module and cartridge revealed that the complaint lens was received stuck inside of the cartridge. The lens module was disassembled, and the assembly was inspected, no issues could be identified that could cause or contribute to the complaint issue. Inspection of the cartridge revealed that there was no viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint issue. The lens was removed from the cartridge and cleaned, revealing it was damaged in a way consistent with a lens that was folded inside of the cartridge and that the lens was torn around the spare tire at the haptic/optic junction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: information: unknown/asku. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Hence, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported regarding the johnson and johnson(jnj) intraocular lens (iol). The plunger went over the iol, the haptic became loose and ultimately broke off making the lens unable to deliver. There was no patient contact with the iol as the plunger went over the lens. The iol was wasted. However, the customer used a backup lens to complete the procedure. No further information was provided.